Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es miscommunication in control substance dispensing. The customer reported that the drawer or pocket failure resulted in incorrect pocket opening when dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.7, a single mini drawer, was opening too far. A field service engineer (fse) replaced the mini engine. Hardware test application was performed, and the customer successfully accessed the drawer, confirming the repair was successful. The system functioned as intended after the fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had miscommunication in control substance dispensing. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.